Event description:
The reporter contacted lifescan alleging the meter has cracked/broken. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were not sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.